Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a total laparoscopic laparotmy and lysis of adhesions on the uterus, the device did not seal the tissue the surgeon was attempting to seal. End tones, indicating a complete seal cycle, were provided by the generator in use. The surgeon used another device of the same type in order to complete the procedure, there was no patrient injury or blood loss.

Manufacturer narrative:
(B)(4). One used lf1737 was received for evaluation. Visual inspection found no defects. The customer reported that the device had no energy output even though solid tone and end seal cycle tone were heard. The reported condition was not confirmed. The device was plugged into the generator and activated on simulated tissue with acceptable results. No alarms were generated during activation. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. No failure mode was identified.